Event description:
Additional information received on 04/10/2024 for a report number mw5153485. Planned, or they dropped a coil in my hepatic artery. I was discharged 26 days later and still nothing was even in my discharge papers. I went several years experiencing all of these tragedies and never got an answer why. One day I got rear ended and had imaging done and the x-ray technician asked me if I had any post surgical devices in my body. I replied no she asked me to come take a look and I seen two little devices illuminated on the x-ray so I decided to go home and get into my patient portal and go to the operative notes and that's when I learned of all of this. I then looked up what a cook tornado embolization coil was and I found out it's a device that is under recall for causing, amputation, blood clotting, necrosis, ischemia, hemorrhaging, aneurysms, mrsa, serious infections that had to be surgical removed, and my liver has to be dying. I looked up the model number and lot number of my coil and they are the ones under the recall , I am slowly losing limbs and dying. It's not fair. I'm 40 years old and my family needs me and I love them. I had to educate myself, I tried to get help here in (B)(6) from doctors but no doctors wanted to discuss it with me. I'm not sure if they didn't want to because it's a liability and in one case they were both docs from (B)(6). I have had 2 mris taken and on both occasions I let them know about this coil because I read that the FDA doesn't know if it's safe or not well a doctor signed off and said it would be ok during the MRI my stomach felt like it was on fire and I started dry heaving, the second time same thing happened, so I recently looked up the symptoms and it's from the cartridge that loads the catheter to discharge the coil into the desired position, it clearly said this cartridge is under recall for discharging the coil prematurely and it will drop a metal load onto you that goes unnoticed, but it said you will know immediately if the load was discharged into you by getting an MRI, if it burns and causes extreme pain, vomiting then you are a victim from this recall as well. It will cause the metal load to burn through arteries, organs, etc. I just really want help. Please I don't deserve this it's killing me. I need an attorney, and help with my health. What exactly can you do for me. I greatly appreciate your help. God bless you.

Event description:
I had a cook embolization coil implanted in me during a spleen surgery, the surgeon dropped the coil in my abdomen they attempted to retrieve it but abandoned the retrieval attempt due to the trauma it was causing the patient. The coil has migrated to my hepatic artery wall where it is now embedded blocking the blood flow to my liver. I have had serious medical issues such as amputation, necrosis, is chemia, mrsa (methicillin-resistant staphylococcus aureus), serious infections, ebola, and so much more this coil has been recalled I just found out and all these health issues that I've experienced are side effects from this cook embolization tornado coil. I really would be so grateful if anybody could help my family and I because we have been through so much and out of all 12 side effects from the coil I have experience 11 and the 12th one that I haven't experienced yet is death. I have medical records indicating everything I've stated I've got a blood clotting disorder from this coil as well and I am slowly dying. I live in (B)(6) and it seems like to me there aren't any doctors that will even discuss this matter with me I'm assuming because of liability or they're from the same medical group can somebody please help me get this defective product out of me if it's even removable or please prevent me from any further tragedy. Please please help me. I appreciate your time god bless you. I can be contacted at (B)(6).

Event description:
Additional information received from reporter on 11-jun-2024, for mw5153485. My name is (B)(6). I have several cook/nester tornado embolization coils inside my body, during surgery the surgeons dropped a coil into my abdomen and attempted to retrieve it but due to the trauma to me they abandoned the retrieval attempt, they pushed the coil into my hepatic artery wall where it is currently embedded in my artery wall, blocking the blood flow to my liver, causing tri ebola. I have had amputations, necrosis almost had my thumb amputated, severe blood clotting disorder, necrotic tissue every where currently, serious infections, mrsa, hemorrhaging, aneurysms, ischemia. The surgeons or doctors never mentioned a single thing about the surgery not going as planned, or they dropped a coil in my hepatic artery. I was discharged 26 days later and still nothing was even in my discharge papers. I went several years experiencing all of these tragedies and never got an answer why. One day I got rear ended and had imaging done and the x-ray technician asked me if I had any post surgical devices in my body. I replied no she asked me to come take a look and I seen two little devices illuminated on the x-ray so I decided to go home and get into my patient portal and go to the operative notes and that's when I learned of all of this. I then looked up what a cook tornado embolization coil was and I found out it's a device that is under recall for causing, amputation, blood clotting, necrosis, ischemia, hemorrhaging, aneurysms, mrsa, serious infections that had to be surgical removed, and my liver has to be dying. I looked up the model number and lot number of my coil and they are the ones under the recall, I am slowly losing limbs and dying. It's not fair. I'm 40 years old and my family needs me and I love them. I had to educate myself, I tried to get help here in (B)(6) from doctors but no doctors wanted to discuss it with me. I'm not sure if they didn't want to because it's a liability and in one case they were both docs from (B)(6). I have had 2 mris taken and on both occasions I let them know about this coil because I read that the FDA doesn't know if it's safe or not well a doctor signed off and said it would be ok during the MRI my stomach felt like it was on fire and I started dry hieving, the second time same thing happened, so I recently looked up the symptoms and it's from the cartridge that loads the catheter to discharge the coil into the desired position, it clearly said this cartridge is under recall for discharging the coil prematurely and it will drop a metal load onto you that goes unnoticed, but it said you will know immediately if the load was discharged into you by getting an MRI, if it burns and causes extreme pain, vomiting then you are a victim from this recall as well. It will cause the metal load to burn through arteries, organs, etc . I just really want help. Please I don't deserve this it's killing me. I need an attorney, and help with my health. What exactly can you do for me. I greatly appreciate your help. God bless you.

Event description:
Additional information received on 8/26/2025 for report mw5153485. I was involved in a fatal car accident. I was air lifted. They performed surgery on my spleen and used a medical device called a cook embolization coil, I just found out recently that the surgeons dropped this coil into my abdomen off of the catheter and abandoned the retrieval attempt due to the trauma it was causing me the patient. They pushed this cook embolization coil into my hepatic artery wall where it is currently embedded and blocking the blood flow to my liver. In the past years I've had these unknown serious medical issues that required serious surgeries with life altering consequences due to this cook embolization coil. I have experienced almost every side effect of this coil except death . I have been through amputations, necrosis, aneurysms, serious blood clotting disorder, tri ebola, occlusion/obstruction, perforating of organs, sepsis, ischemia, serious infections causing emergency surgery. I had to learn of this coil on my own. The hospital didn't inform me that the surgery didn't go as planned, or that 3 recalled cook embolization tornado pltnm coils were used during this surgery, nor did they mention that one was dropped in my abdomen and migrated to my hepatic artery wall blocking the blood flow to my liver. I experience pain every day, and deal with many issues from this tragic surgery. New patient codes: 2687, 1708, 1987, 2067, 1930, 1994. New device codes: 4003, 1420. Reference report mw5149788.